Event description:
On 01/31/2024, infutronix received a report that a pump had an issue with "up occlusion sensor - constant nuisance alarm", causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned on 02/05/2024 for further evaluation. The detail of the finding was written in section h10 of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. On 02/05/2024 the pump came in with the complaint form stating, "patient states pump alarmed throughout whole treatment 1/2/24-1/4/24 "upstream occlusion. " patient states she was able to call 1-800 number and got it restarted each time, but it did delay treatment. Patient did not receive full dose. Unsure if pump was the reason for beeping or if it was tubing". The incident was described as during treatment, no one was exposed to medication, and there was a delay in therapy as explained: "due to pump beeping, and the time it took for patient to get pump restarted, it delayed the treatment for patient only receiving about 80%". An image of the form will be attached, refer to "(B)(6) complaint form". The pump's initial complaint code was changed from "1unk1: unknown issue - unknown issue from customer" to "1uos1: up occlusion sensor - constant nuisance alarm" because of the note that was attached, the issue is now MDR reportable due to the delay in therapy. The pump was tested with the upstream occlusion test and infusion flow rate accuracy test from document # it-004-wi-003, since it was reported that the patient did not get all of their therapy. The pump successfully alarmed "upstream occlusion" when the line was clamped and did not alarm when it was not supposed to throughout the infusion. The initial bottle weight was recorded at 46.464 g. The final bottle weight after the 100ml infusion was recorded as 144.651 g. The flow rate deviation was measured at -1.813% which is in specification. All weights were taken with an and fx-500i scale with control # itv-eq-027 and calibration date 3/30/2023. The flow rate test was completed with an hs-008 set with lot # 2305022 and expiration date 4/14/2026. The pump successfully passed the upstream occlusion test, but the event log on the pump was also pulled and reviewed to determine if there were any upstream occlusion error codes, which can be seen as an "e04" code in the log. The analysis of the returned device is complete. The pump's event log showed evidence of the pump undergoing several upstream occlusion errors, having the pump restarted and the infusion started over again but it still alarmed upstream and was unable to finish the infusion. Reported issue found, pump not performing to specification.